Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "trial was impacted into patient, then during extraction of trial the connecting post broke off of the trial."